Event description:
Patient was implanted with tfn nail and screw construct on an unknown day in (B)(6) 2004. On an unknown date, patient complained of pain. Surgeon reported that patient was fully healed, so he decided to explant the hardware. Patient returned to the or on (B)(6) 2012 for explant of hardware. During the explant surgery, surgeon was unable to remove the tfn nail, and it remains implanted in the patient. The surgeon attempted using the removal instruments, to no avail. It is reported that the surgeon beat on the nail repeatedly, and attempted using a five pound sledge hammer, but couldn't remove the nail. Surgeon worked on this for about 20 minutes, but eventually decided to leave the nail implanted. This is 3 of 5 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Implant date is reported as unknown day in (B)(6) 2004. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.